Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and seroma on unspecified side. The device has been explanted and replaced.